Event description:
It was reported that the customer experienced low blood glucose of 30 mg/dl. Customer's mother explained that the customer had been having high blood glucose for 3 to 4 weeks due to a sinus infection and had been struggling to keep levels under 200 mg/dl. The day of the incident she had given him a correction and went to gymnastics. The customer was given a snack and didn't bolus, she stated he worked through the insulin real fast causing the low. Customer was treated with 3 glucose tablets and recovered fast. Customer's mother also reported that the customer has been receiving frequent calibration errors and they decided to take a break for a day from the insulin pump and the sensor. She stated that the sensors were expired and only lasted 2 to 3 days. She was advised against using expired sensors. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-50236.